Manufacturer narrative:
(B)(4).

Event description:
It was reported that oversensing was observed during device implant. The patient was not symptomatic. Myopotential oversensing was suspected. Programming changes were made and no more oversensing was observed. Patient will continue to be monitored.